Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age unknown), but the device would not charge beyond 93 joules. The clinicians obtained another device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.